Event description:
It was reported that an unspecified smart site connector had flow issues and was clogged during use. The following was reported by the initial reporter: "smart site connector & extension sets unable to flush.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/7/2021. H.6. Investigation: one sample (model #20039e) was returned by the customer. It was reported by the customer that the smart site connector & extension sets are unable to flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot numbers 20125797 and 20126084 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125797 regarding item #20039e.

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that an unspecified smart site connector had flow issues and was clogged during use. The following was reported by the initial reporter: "smart site connector & extension sets unable to flush."

Manufacturer narrative:
The following fields were updated due to additional information: d.1. Medical device lot #: see h.10. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20125797. D.4. Medical device expiration date: 2023-12-08. H.4. Device manufacture date: 2020-12-04. D.4. Medical device lot #: 20126084. D.4. Medical device expiration date: 2023-12-18. H.4. Device manufacture date: 2020-12-09.

Event description:
It was reported that an unspecified smart site connector had flow issues and was clogged during use. The following was reported by the initial reporter: "smart site connector & extension sets unable to flush."